Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes trainer that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 50 mg/dl at the time of the incident. The customer experienced symptoms such as a seizure. It is unclear if the customer was wearing the insulin pump during the incident. The caller was not able to provide more information. Troubleshooting was not completed. Caller wanted to verify that customer is not using recalled infusion sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.